Event description:
It was reported that the bd syr 10ml ll w/ndl 18x1-1/2 blunt fill packaging was damaged /defective. The following information was provided by the initial reporter: material#: 305064, batch#: 5043395. Rcc received a complaint via email. Item: 305064, quantity affected: 1 case, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: the peel pouches are not sealed upon receipt to the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other four samples of 10 ml luer-lok syringes with 18x1-1/2" blunt fill needles were received for evaluation, all in unsealed packages with complete product information visible on the top web. The samples included two from batch 5071719, one from batch 5077470, and one from batch 5043395. Each exhibited an open side seal exceeding 6 inches with grid marks, which is non-conforming per product specifications. Potential root cause for the package open seal defect is associated with the packaging process. Furthermore, a device history record review was completed for provided lot numbers 5043395, 5077470, and 5071719. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.